Manufacturer narrative:
Field service inspected the architect (B)(6) and confirmed there was no evidence of leakage, all fittings were tightened, and preventative maintenance was performed to optimize the analyzer. Review of the service history for the architect (B)(6) did not identify contributing factors and there have been no subsequent tickets related to falsely depressed architect ivancomycin results. A review of tracking and trending data for the architect i1000sr analyzer in the product monitoring review for alinity/architect ia systems revealed no systemic issues or adverse trends related to the issue described in this complaint. The erratic result rate for the architect I-systems analyzers is within the expected limits with no trends identified. Manufacturing documentation for the analyzer was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect i1000sr analyzer was identified.

Event description:
The customer provided an additional false decreased vancomycin result: (B)(6) 2019: sid (B)(6): initial result was 1.35 ug/ml and retest results were 20.58 ug/ml.and 20.12 ug/ml. No impact to patient management was reported.

Manufacturer narrative:
Section b5 was updated to included additional patient information: (B)(6) 2019: sid (B)(6): initial result was 1.35 ug/ml and retest results were 20.58 ug/ml.and 20.12 ug/ml. No impact to patient management was reported. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This event was previously reported under manufacturer report number 3002809144-2019-00295 under a different suspect medical device, list (B)(4).

Event description:
The customer reported false decreased vancomycin result for a male patient when processing on the architect i1000sr. The following data was provided: sid (B)(6): male; (B)(6) 2019 initial vancomycin result was 1.55 ug/ml and retest was 17.2 ug/ml. This patient did not receive any inappropriate treatment as a result of the false decreased vancomycin result. No impact to patient management was reported.